Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the cartridge compartment was damaged. Additionally, the reporter alleged the top of an unspecified cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the cartridge compartment was found to be chipped. The cartridge cap was cracked and torn. Unrelated to the complaint, the battery compartment was cracked. Additionally, the display screen was dim and discolored.